Event description:
A physician reported a pt who was originally double skin-tested on 28 may 1996 and 11 june 1996; both with negative results. The pt rec'd five treatments without event. On 3 july 1998, the pt was treated in the glabella and the nasolabial folds. During the treatment, the physician noted a small ecchymotic area at the right nasolabial fold. When the pt left the office, this ecchymosis had resolved and the pt had tiny dots at the treatment sites related to the injection procedure. Within 24 hours, the pt noted a dark area at the right nasolabial fold where the ecchymosis had been and redness at the left nasolabial fold. On approx 6 july 1998, the physician prescribed zithromax. By one week after treatment, the area were improved. On 30 july 1998, the pt was examined by the physician, who noted that the formerly ecchymotic area had filled in and that there was a small red scar at the site. There was no drainage noted from any of the sites. The physician noted just a red mark at the glabella. The nasolabial folds were erythematous with small, red, raised papular areas. The physician was unsure of a diagnosis for the symptoms, but believed that the pt may have developed a hypersensitivity.